Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument had a broken blade 0.08" from the base. A piece approximately 0.0850"" x 0.585" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows a part of the instrument was broken off from the distal end (blade).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had breakage. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were examined prior to the surgery and were found to be normal. Yes, fragments fell into the patient and all the fragments were retrieved with the instruments. As the fragments were discarded, they could not be returned to isi for review. The procedure was completed robotically as planned. The surgeons believe that quality problems caused the shedding. There were no injuries and no complications. The images of the device(s) or a video recording of the procedure are available for isi review.